Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a battery out limit alarm after changing battery, customer states that battery was only out for one minute. Customer was able to resolve alarm. Alarm history showed a failed battery alarm. Customer's blood glucose was 170 mg/dl. During troubleshooting, it was found that battery cap contacts were damaged. Customer was advised that battery cap would be replaced.